Event description:
During a procedure, the sleeve would not fit the incision site. The incision site was enlarged in order for the sleeve to fit. The surgery was delayed. The procedure was completed with no consequence to the patient.